Event description:
The customer reported that the probe of the ortho provue analyzer is dripping. The customer was unable to determine whether any error messages were posted. No erroneous results were reported and the instrument was taken out of use. Probe issues may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer assisted the customer with a resolution via the telephone. The fe suggested the customer check to make sure the waste bottles were on securely. The customer secured one of the connectors that was not on completely and returned the instrument to expected operation. No repairs were needed. A search was performed concerning complaints logged by this customer. This customer has not logged any complaints against this analyzer since this incident. (B) (4).